Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right atrial (ra) lead exhibited far-field r-wave oversensing and inappropriate ventricular capture. An x-ray revealed that the ra lead had dislodged. The ra lead was repositioned on (B)(6) 2026. The patient remained in stable condition.